Event description:
The fse reported that the system would not start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was evaluated and replaced. The system was tested and found ot be working as intended and returned to service.